Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup that the aquabeam foot pedal would engage despite not being pressed. Troubleshooting attempts failed as the issue persisted and could not be resolved. The treating surgeon ultimately made the decision to abort aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam foot pedal, a reusable component of the aquabeam robotic system, serves to align and activate the high-velocity waterjet during aquablation therapy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation as it was discarded at the user facility. The treatment log files were reviewed and no issues were found. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam foot pedal/lot number 22c04587 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed. 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the foot pedal to the front of console: connect the foot pedal plug on the front left port. Ensure the connector locks in place. 7.1.3 treatment: during treat mode, the operating physician presses and holds the foot pedal to execute the resection plan using the aquabeam robotic system high-velocity waterjet. The high-velocity waterjet is active while the foot pedal is pressed. Monitor the progress of resection on the live trus image and adjust the remaining treatment plan as needed. Release the foot pedal to pause treatment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.